Manufacturer narrative:
Product event summary: analysis confirmed that the stylus and cursor did not align on the programmer screen. It was also found that there was a system error in the logs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus would not calibrate, despite many re-calibration attempts. The programmer has been returned for repair. No patient complications have been reported as a result of this event.